Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure the balloon burst inside the patient. The balloon was inflated to 20 atm (atmospheres) and that 50/50 saline and contrast was used to inflate it. The physician completed the procedure with another of the same device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date. (B)(4): balloon burst.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure the balloon burst inside the patient. The balloon was inflated to 20 atm (atmospheres) and that 50/50 saline and contrast was used to inflate it. The physician completed the procedure with another of the same device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed that the balloon material was torn longitudinally for a distance of 40mm approximately 2mm distal to the proximal transition zone. The shaft of the device was kinked at approximately 124mm distal to the strain relief and at 33mm proximal to the distal tip. The most probable root cause classification of this investigation is operational context.